Event description:
Per the audiologist, the pt fell and hit his head against a table corner. The pt reported that since that incident he is unable to hear with his cochlear implant system. Results of an integrity test performed in 2007 showed the cochlear implant was not functioning. Explantation/reimplantation surgery had not been scheduled at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.